Event description:
It was reported the subject device while in use showed that the image displayed on the monitor was "jerking" during an unspecified procedure.there was no patient impact and no reports of patient harm.

Manufacturer narrative:
The device was returned and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the subject device while in use, showed that the image displayed on the monitor was "jerking", during an unspecified procedure. There was no patient impact. And no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the reported failure was not confirmed. The following reportable malfunctions were identified, during the device evaluation: water tightness was lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the cause of the image issue could not be determined. Due to a crack on the cable unit, water tightness was lost. A review of the device history record (DHR) found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.